Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06823 and 2134265-2015-06889. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the pullback button is not working and the motordrive unit five plus (mdu5+) is making strange noise. Also, it was noted that the motordrive unit is not working and will not perform automatic pullback. The patient's status is stable.